Event description:
It was reported that during embolization procedure, inability of the coil to be recaptured into the microcatheter occurred. The target lesion was located in a branch of the hepatic artery. A 4mm x 15 cm f-idc detachable coil was selected and advanced to treat the target lesion. During the procedure, the coil was not fully deployed and an attempt to recapture the coil into the renegade microcatheter was done; however, it was unable to be recaptured. The coil and the microcatheter were then removed together. The procedure was completed with a different device but with the same microcatheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).